Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor on the device was seized, jammed and moving heavily. It was further determined that the device failed pretest for the following assessments: check the power with test bench: min. 110 to 160 w, check starting behavior, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check for air leak, and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had an unspecified malfunction. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.